Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion 92 updated to 11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-jul-25. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 500 mcg/ml at 160 mcg/day via an implantable pump. The indications for use were intractable spasticity and post-spinal cord injury. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The motor stall occurred on (B)(6) 2017 and had not yet recovered. No patient symptoms were noted, which reportedly surprised the healthcare provider. The healthcare provider asked if the alarm could be false. It was suggested that a roller study could be done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that troubleshooting performed related to the motor stall was reported as interrogation and attempt at restarting. Also discussion with the manufacturer. There were no specific action taken to resolve the motor stall. The cause of the motor stall was not determined. When the healthcare provider was asked ifthe motor stall had been resolved it was noted as ¿pending pump replacement¿.

Manufacturer narrative:
The pump was returned and destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse baclofen. Correction: the previously indicated recall/notification and correction number (z-0497-2013) do not apply . If information is provided in the future, a supplemental report will be issued.